Manufacturer narrative:
(B)(4). The customer returned one catheterization device for evaluation. No signs of use were observed on the device. Visual inspection of the guide wire revealed one kink towards the distal end. The kink was likely the result of resistance experienced by the end user when attempting to pass the guide wire through the needle cannula. No adhesive was observed on the guide wire or within the needle cannula. Microscopic inspection of the guide wire confirmed the distal weld was present and appeared full and spherical. The guide wire length from the handle to the distal tip measured 4 5/8", which is within the specifications of 4 7/16"-4 11-16" per product drawing. The guide wire outer diameter measured 0.39mm , which is within the specifications of 0.381-0.404mm per product drawing. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip." The guide wire was threaded through the needle cannula and initially met resistance. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and relevant findings were identified. For material n5-03750-006 with lot 14p19b0051, two non-conformances were created regarding arterial-swg/needle resistance. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage." The report of guide wire/needle resistance was confirmed through complaint investigation of the returned sample. Visual inspection revealed the guide wire contained a bend towards the distal end. Functional analysis confirmed resistance while advancing the guide wire through the needle cannula. Despite the observed defect, all relevant dimensional requirements were met, and a device history record review revealed relevant findings. Based on a recent trend for guide wire/ needle resistance for devices within ra-04122 kits, a CAPA was initiated to investigate this issue further. The CAPA investigation indicates that the issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to the patient was reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. A new device was used to complete the procedure. No impact to the patient was reported.